Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes in (B)(6) 2024 and (B)(6) 2025 due to oversensing of myopotential noise. Technical services (ts) was consulted and troubleshooting and programming recommendations were provided. In (B)(6) 2025, an inappropriate shock was delivered while the patient was performing plank exercises. Ts was contacted once again for further review. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes in (B)(6) 2024 and (B)(6) 2025 due to oversensing of myopotential noise. Technical services (ts) was consulted and troubleshooting and programming recommendations were provided. In (B)(6) 2025, an inappropriate shock was delivered while the patient was performing plank exercises. Ts was contacted once again for further review. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service. Additional information: another inappropriate defibrillation shock was delivered in late (B)(6) 2025. Ts was once again consulted, noting an invasive solution should be discussed as there seems to be no further programming options. The involved vector is primary, and the can might be moving within the pocket allowing the myopotentials to be picked up. Ts noted sometimes they observe the can being too close to under the armpit muscles, and simple arm movement causes high amplitude noise. Fixing the can deep on fascia between muscles could resolve this ongoing issue. There is no evidence of intervention at this time, and this product remains in service.